Manufacturer narrative:
The complaint that the stopcock was leaking on item b4018 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. The customer had confirmed that there are no available incident samples nor representative samples, therefore no sister samples will be returned for evaluation. The device history record was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The actual device is not available for investigation. However, complaint investigation activities are still pending at this time.

Event description:
The complaint/event involved a 4-way high flow stopcock w/rotating luer. The stopcock of the device was reportedly leaking. The patient¿s mean arterial pressure (map) dropped and did not initially recover, even with titration of norepinephrine; blood pressure dropped to 70/40s c map of 40s. The patient¿s infusions were then assessed and the stopcock was identified to be leaking at that time. They tried to tighten the stopcock but it was still leaking. The stopcock was quickly changed out and then the patient¿s non-invasive blood pressure (nibp) recovered.